Event description:
A customer observed reproducible elevated troponin I results on their vitros eci analyzer for two samples collected from one pt. Falsely elevated troponin I results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.